Manufacturer narrative:
1718912-2016-00001 is associated with argus case (B)(4) biotene oral balance gel (paraben free).

Event description:
Burnt mouth [burned mouth]. Swollen tongue [swollen tongue]. Cough [cough]. Product complaint [pharmaceutical product complaint]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of burned mouth in a (B)(6)-year-old male patient who received oral moisturisers (biotene oral balance gel (paraben free)) gel (batch number 50081, expiry date 31st march 2018) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started biotene oral balance gel (paraben free) (oral) at an unknown dose and frequency. On (B)(6) 2015, an unknown time after starting biotene oral balance gel (paraben free), the patient experienced burned mouth (serious criteria gsk medically significant), swollen tongue and cough. This case is associated with product complaint. The action taken with biotene oral balance gel (paraben free) was unknown. On (B)(6) 2015, the outcome of the burned mouth, swollen tongue and cough were recovered/resolved. It was unknown if the reporter considered the burned mouth, swollen tongue and cough to be related to biotene oral balance gel (paraben free). Additional details: the patient experienced burnt mouth, swollen tongue and cough after using biotene oral balance gel 42g. The patient is a doctor and had been using the product for a long time and this is the first time he experienced the events. The symptoms disappeared after 2 hours from initial administration. It was not confirmed whether the patient used the old or new formulation of biotene oral balance gel.